Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for the indicated failure mode of clotting. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® cat plus blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "some pink topped crossmatch tubes came into the hospital transfusion laboratory from our community sites that were clotted as they did not contain edta."